Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they place the 60mm reload to the stapler in a laparoscopic sleeve gastrectomy procedure, the stapler displayed a red 0 with a yellow caution sign. They removed the 60 mm reload and placed it on a second stapler, but it still did not work. They then placed a 45 mm reload on the first stapler and then on the second stapler, but it did not work on both stapler. They then placed the next 60 mm reload into the second stapler and it worked. There was no patient injury.